Manufacturer narrative:
H6. Investigation summary: catalog # 445870, s/n (B)(6): the customer reported false positives. No patient impact was reported. In communication with the customer it was determined that the likely cause of the false positives was the lab technicians overfilling the mgit tubes. After monitoring the fill volumes for a couple of weeks the customer reported they are no longer seeing false positives reported. There were no instrument errors reported by the customer. The root cause was cited as the improper tube fill volumes but because there was no malfunction of the instrument this will be categorized as an unconfirmed complaint. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that bd bactec¿ mgit¿ 960 system flagged 30 false positives but only 6 were true false positives. The following information was provided by the initial reporter: customer states they have been dealing with false positives for about a year but have not called in. Last occurrence of false positives, customer alleges instrument flagged 30 fp but only 6 were true positives.

Event description:
It was reported that bd bactec¿ mgit¿ 960 system flagged 30 false positives but only 6 were true false positives. The following information was provided by the initial reporter: customer states they have been dealing with false positives for about a year but have not called in. Last occurrence of false positives, customer alleges instrument flagged 30 fp but only 6 were true positives.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.